Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a blocked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 14 mmol/l (252 mg/dl) between 49 and 71 hours of wearing the pod. The reporter stated when looking at the window on the pod there was blood, and they were unsure if the pod may have been knocked but believed there was a small blockage. It was reported that the patient did not measure the levels with a meter because they had an ulcer which starts hurting when the bg levels go high, and they were also experiencing thirst. The pod was removed from their arm, and a new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula damaged. The download data did not show any timeouts or drive stalls during the run. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.